Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an error message for premature battery depletion (pbd). Subsequently, the device was explanted, and a new one was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis. This report is being submitted to update the device as a subcutaneous implantable cardioverter defibrillator (s-ICD), the error message was related to premature battery depletion (pbd).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode and exhibiting behavior consistent with premature battery depletion (pbd). Subsequently, the device was explanted, and a new one was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an error message for premature battery depletion (pbd). Subsequently, the device was explanted, and a new one was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis. This report is being submitted to update the device as a subcutaneous implantable cardioverter defibrillator (s-ICD), the error message was related to premature battery depletion (pbd). The device was returned, and product analysis was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.